Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies multiple times. Customer's blood glucose was over 400 mg/dl. As pump supplies were changed, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.